Manufacturer narrative:
One 72203791 truepass suture passer w/self-capture feature was used for treatment. Product was not available for evaluation. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. The complaint could not be ultimately confirmed. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent force involving twisting, bending manipulation of the product. Entanglement with another instrument or device. Incompatible force or torque applied. Difficulty with reaching the desired procedure location. Per instructions for use: ¿the grasping jaw of the truepass suture passer, including the self-capture feature, is delicate and can be damaged if handled roughly. Do not drop the instrument from any height. Keep the grasping jaw closed when not in use. Do not manually open the self-capture feature while cleaning, as extension beyond 90° can permanently damage the device. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws.¿ and ¿truepass disposable needles ¿ for single use only. This product is warranted to be free from defects in material and workmanship. Do not reuse.¿ final product met specifications upon release to distribution.

Event description:
It was reported that during a shoulder cuff repair surgery, the device broke during pushing, the broken part fell into the joint, then the broken piece was taken out from the joint cavity. No delay or patient injury reported. The operation was completed with the suture hook.